Event description:
In 2008, the patient reported that yesterday she had slightly elevated blood glucose readings of 166-210 mg/dl with her normal range being 80-120 mg/dl. She stated that today, she felt very hot and thirsty and when she took a reading, it was 354 mg/dl. She said she bolused 4 units of insulin to treat her reading. The pt stated she has been feeling ill, and has some congestion. She stated she changed her insulin infusion headset this morning and asked if she should change it again. She was advised she might do so as a precaution, and she was sent courtesy infusion sets. Troubleshooting did not find any product issues. On follow up with the patient in 2008, she stated she changes her headset, and her blood glucose returned to her normal range where it has stayed. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.